Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 330mg/dl. Multiple infusion set changes were performed and the occlusion alarms continued. The customer performed a cartridge change resolving the occlusion alarm. No damage was noted to the cartridge or the infusion set cannulas that were changed.